Manufacturer narrative:
The device with the lens was returned loose in a bag. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced to the fill line and has overrode the lens. The lens was partially advanced into the nozzle entry area. The lead haptic was extended. The trailing haptic was folded onto the optic along the left side of the plunger. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. A plunger override was observed which has misfolded the optic and damaged the trailing haptic. The lens was partially advanced into the nozzle entry area. Plunger override may occur: due to rapid advancement faster than the (instructions for use) IFU recommended rate. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during cataract surgery with intraocular lens (iol) implantation, the implant did not deploy. The reporter indicated that the patient had been in contact with the implant, and might have subsequently received another implant. According to additional information received, the incident occurred during the progression of the iol, in the injection system. There was patient contact with the patient's left eye.